Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05946, 0001822565 - 2017 - 05947, 0001822565 - 2017 - 05948, 0001822565 - 2017 - 05949. Concomitant medical products: unknown stem- unknown part/lot; unknown head- unknown part/lot; unknown cup- unknown part/lot; unknown liner- unknown part/lot. No revision has been reported and the device presumably remains implanted. It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision for unknown reasons at an unknown time. No further information has been made available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographic evaluation found evidence of polyethylene wear. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.